Event description:
It was reported that the customer was connected to the insulin pump during the manual prime. It was reported that the customer thought that he had given himself 100 units of insulin, so he went to the hospital. The customer's blood glucose reading when he entered the hospital was 9.1 mmol/l. At the hospital, he was given an infusion of glucose. Afterwards, the customer's blood glucose reading was 14.9 mmol/l. It was reported that the customer never experienced hypoglycemia. Troubleshooting was performed, and the self test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See scanned page.